Manufacturer narrative:
Additional information was received for h3, h4, h6, and h10. H10: the device was received for evaluation. The tubing was cut by the customer to drain the fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The tubing was reconnected then a functional flow test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.